Event description:
Clinic notes dated (B)(6) 2012 were received on (B)(6) 2012. The notes indicated that the patient continued to have clusters of minor seizure that consisted of confessional episodes and staring. The patient was using her magnetic to swipe her vns two or three times per day. At times, the patient has stronger seizures that did being with some general jerking which makes it hard for her to use the magnet. The patient's seizures were less well-controlled than of late suggesting she needed more anticonvulsant coverage. The reason for the poor seizure control was uncertain. The patient was not on any new medications and was entirely compliant with her anticonvulsant medications. The patient's settings were adjusted. On (B)(6) 2012, the patient underwent prophylactic generator. Attempts for product return were unsuccessful as the explanting facility does not return product.

Event description:
Attempts for additional information have been unsuccessful.